Event description:
It was reported that during a lap donor nephrectomy procedure, the tip of the active blade sheared off. It is unknown whether this occurred inside or outside the patient. Blade fragment was not retained by the or staff and it is unknown whether or not the fragment was recovered. There was no reported patient consequence.